Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 lot/expiration g1 mfg h3, h4, h6 investigation summary the complaint condition of "was unable to loosen the distal locking screws as it was discovered to have cold welded into the plate" could not be confirmed according to the received x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history part 04.268.000s lot 2l62443 (part number 60123892) is a sub-component of part 04.268.000s / lot 3l61114 top level part: 04.268.000s lot: 3l61114 manufacturing site: grenchen release to warehouse date: (B)(6) 2019 expiry date: (B)(6) 2029 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial conformance's, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision procedure on (B)(6) 2019, the surgeon was unable to loosen the distal locking screws as it was discovered to have cold welded into the plate. The surgeon have decided to removed it as a whole. The fns plate and screws were successfully removed and the patient was revised to trochanteric fixation nail advanced (tfna) augmentation system. There was a 10 minutes surgical delay reported. Patient status was good. Per surgeon, the device was not placed correctly and the distal locking screws were too posterior which lead to a stress riser that led to fracture. Concomitant device reported: antirotation screw (part # unknown, lot # unknown, quantity 1), bolt (part # unknown, lot # unknown, quantity 1). This report is for one (1) femoral neck system plate 2 hole. This is report 1 of 3 for complaint (B)(4).